Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that right ventricular perforation occurred during use of a pacing catheter. The patient was emergently transferred to the hospital due to complete av block and permanent pacemaker implantation was performed. The pacing catheter was used for temporary pacing during the surgery and ventricular perforation occurred. Cardiac tamponade did not occur. The permanent pacemaker was successfully implanted and the patient was transferred to the ICU. The patient was under observation in the ICU on post-operative day 2. The customer commented that no resistance was felt and the catheter could be advanced during insertion. It is unknown if the patient¿s condition may have contributed to the event. Patient demographic information: patient age: (B)(6), patient sex: male, patient weight: (B)(6). Information about patient's height or any comorbidities was not provided.